Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? What was used to complete the procedure? What is the procedure name and what is the date procedure took place? What is the patient's current condition? A manufacturing record evaluation was performed for the finished device (B)(4), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/29/2020. Corrected information: d4. H3 evaluation: two pictures were returned for analysis. Upon visual inspection of the pictures, four sealed boxes and one open box of product could be observed. However, as no suture was noted; no conclusion could be reach as to what may have caused the reported incident . The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.